Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port implantable port, a cath-lock and a groshong catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture, material separation and the identified dent in material, wear and deformation issues, as a partial circumferential break was noted approximately 5.8cm from the proximal end of the catheter. A complete circumferential break was noted at the distal end of the proximal catheter segment that was elliptical in shape. A complete circumferential break was noted on the proximal end of the distal catheter segment. The edges of the partial circumferential break were noted to be non-uniform and granular in one region and smooth and rounded in another. The edges of the complete circumferential break on both the proximal and distal catheter segments were noted to be jagged in one region and smooth in another. Both break surfaces on the proximal and distal catheter segments were noted to be rounded in one region and granular in another. The investigation is inconclusive for the reported migration issue, as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that ten years post port device placement via the right subclavian vein, the patient allegedly felt discomfort and pain. Upon examination, the catheter of the device was noted to be broken. It was further reported that the patient experienced extravasation and migration. The distal segment of the catheter and the port body was reported to be removed. The current status of the patient is unknown.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that ten years post port device placement via the right subclavian vein, the patient allegedly felt discomfort and pain. Upon examination, the catheter of the device was noted to be broken. It was further reported that the patient experienced extravasation and migration. The distal segment of the catheter and the port body was reported to be removed. The current status of the patient is unknown.